Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 18. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2024 loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.